Event description:
A surgeon reported a pt with a refractive surprise following bilateral intraocular lens (iol) implant surgeries. In the surgeon's opinion, it is unk if the device caused/contributed to the event. There were no surgical intervention performed to treat the event. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye has been previously reported under MFR report # 1119421-2011-00874.

Manufacturer narrative:
Product eval: the product was not returned for analysis. The product history records review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Investigation has been completed based on current info. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Info for this file was obtained from a completed questionnaire received on 07/20/2011 for the fellow eye (which was previously reported under MFR report # 1119421-2011-00874). No further info is expected. (B)(4).